Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported infection. The heart failure appears to be related to the infection. The perforation appears to be due to procedural conditions. Infection, heart failure, and perforation are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and medication required were results of case specific circumstance as the patient remained hospitalized and antibiotic was provided for the infection. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was performed on (B)(6) 2024 to treat functional mitral regurgitation (mr) with a grade of 4+. Two clips were implanted successfully reducing mr to 1+. However, the following day the patient developed an infection. Medication was administered but it was unsuccessful. It was later determined that during the operation, the steerable guide catheter (sgc) had caused damage to the atrial septum, and a right-to-left shunt occurred. The patient was discharged on (B)(6) 2024.